Event description:
The fisher & paykel healthcare sales team from (B)(4) reported that the box label for the bc309-05 infant bonnet product features an incorrect translation.

Manufacturer narrative:
(B)(4). The box label for the bc309-05 infant bonnet product stated "(B)(4)" by the (B)(4)language indicator. "(B)(4)" is a (B)(4) translation meaning "baby's bonnet." The product description was incorrectly marked as (B)(4) instead of (B)(4). This product complaint relates only to the label on the shipping box as the label on the individual products inside of the box feature a picture of the product rather than a written description. In addition, the bonnets are packed in clear packages so that the user can easily identify the product inside. Labeling error identified by staff.

Manufacturer narrative:
(B)(4). Labelling error identified by staff.

Event description:
The fisher & paykel healthcare sales team from (B)(4) reported that the box label for the bc309-05 infant bonnet product features an incorrect translation.